Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the bend relief from the metal connector on the patient¿s driveline was confirmed based on an onsite evaluation by an abbott representative. The submitted log file captured no unusual events. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. The heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU, rev. C. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14apr2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was damage to the external driveline at the metal connector most distal to the implant site. A clamshell repair was completed on (B)(6) 2021. The log file captured only routine events, showing the device and peripherals were operating as expected. The patient was clinically stable.